Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found that the anterior cuff was engaged to anterior needle tip. The monofilament, link, posterior cuff and needle tip were not returned; therefore, the reported complaint cannot be verify or confirm. Based on the investigation findings, the link was pulled from the anterior cuff. The link connects the anterior needle to the suture; if the link is pulled from the cuff, the suture will not be present during plunger withdrawal and can appear to be suture break. During needle deployment the suture is harvested and pulled thru the suture bearing and anterior needle guide; resistance at this point of deployment can cause the link to detach or break. A link pulled can be influenced by many factors, including, but not limited to manufacturing, excessive tension during plunger retraction by aggressively removing the plunger and excessive force can be caused by high friction against the suture due to challenging anatomies (e.g. Heavy calcified arteries, morbidly obese patients, etc.). There was no product quality deficiency detected that would contribute to this event; therefore, no probable cause can be determined for the link pulled from the cuff. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot. In addition, a query of the complaint database was performed and there were no other complaints within this lot reported for suture break or actual failure mode of link pulled from the cuff. To assure that all products perform according to specifications they are subject to a inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date (reported as (B)(6) 2011). The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all additional, relevant information.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of a moderately calcified common femoral artery after an interventional procedure. Reportedly, after needle deployment (step 3), while retrieving the suture, it tore. The device was removed and manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.